Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The lesion biopsied was 1.0cm in size and located in the left apex 1cm from the pleura. A diagnosis was not obtained. Post procedure, the patient experienced chest pain and pain medication was provided. The pneumothorax was identified via chest x-ray and was moderate in size; therefore, a 14 french pigtail was placed to resolve the pneumothorax. The patient was hospitalized for 3 days and then discharged home in stable condition. The physician believed that the pneumothorax could have potentially occurred via another biopsy modality. Per the physician, there was no malfunction of the ion system, instrument, or accessories.